Manufacturer narrative:
The device was returned and evaluated. Due to the condition of receipt, no further testing could be performed. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, we are unable to determine the root cause of this event.

Event description:
A surgeon reported that a week after the implantation of a toric multifocal intraocular lens (iol) into the patients right eye (od) the patient was not satisfied with their vision and had issues with glare and halos at night. Six months after initial placement the iol was explanted and replaced with a toric monofocal iol. The patient outcome is good.